Event description:
The distributor became aware on 10/23/95 of an incident that occurred involving a glidewire during a femoral angioplasty procedure. The glidewire was advanced through extremely tortuous, diseased arteries. Contrast injection revealed extravasation. The pt became hypotensive due to hemorrhage. An endotracheal tube was placed, general anesthesia was given & surgical extension of the cut down was performed for iliac artery perforatoin repair. Femoral angioplasty was completed & an aorta bi-fem bypass procedure was performed. The pt's condition is good.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.